Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. Concomitant medical products: other relevant device(s) are: product ID: bi71000480, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The mobile view station (mvs) was not booting. The uninterruptible power supply (ups) was down. Troubleshooting was performed the mvs was not booting at all, once inspecting the ups it was clear that the led's where off and the ticking noise came from the ups itself. After the ups replacement the issue was solved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) screen was out. The site stated that the mvs screen was not switching on and the site hears a ticking noise coming from the mvs. No patient was present at the time of the event.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000480, lot/serial #: s719100176 h3) the uninterruptible power supply (ups) was returned to the manufacture for evaluation. After performance testing and visual/phys ical examination the reported issue was confirmed. The ups was dead on arrival. The ups was plugged into power source and had no response. Test battery was inserted and ups was fully functional. Battery no longer hold charge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.